Event description:
It was reported that the customer broke the belt clip for the insulin pump. The customer's blood glucose was 437 mg/dl. Troubleshooting was done. Advised a new belt clip would be sent to the customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.